Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was received and the reported issue was confirmed via returned device analysis. A tear was observed in the silicone valve. The reported leak (loss of fluid column) appears to be related to the observed torn material (torn silicone valve). A definitive cause for the observed silicone valve tear could not be determined. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contribute to this event. Review of the complaint history identified no similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the air that entered the device. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). During device preparation of the steerable guide catheter, only the physician was doing the preparation by himself. When the dilator was inserted into the sgc, air entered the hemostatic valve of the sgc. This was not used in the patient. A new sgc was prepared, this time, with two people, without further incident. Since the length of the sgc is so long, it is suspected that the single person prep may have contributed to the air entering the device. No additional information was provided.